Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported by the plaintiff's attorney that the plaintiff was implanted with a monarc subfascial sling hammock on (B)(6) 2010 to treat her pelvic organ prolapse and/or stress urinary incontinence. It was alleged the plaintiff experienced serious bodily injuries, including mental and physical pain and suffering, discomfort, pressure, difficulty voiding, continued incontinence, discharge, scarring, infection, odor, bleeding, and permanent injury. It was additionally alleged on (B)(6) 2011 excision surgery was performed to remove portions of the mesh.